Event description:
A caller reported that the pump screen unexpectedly went blank, and the led was not blinking. It was necessary to connect the pump to a power source to restart it, and there was no prior power source alert in the pump's history. There was no reported impact on the customer¿s blood glucose level as the customer declined to answer relevant questions. The resolution involved the customer performing a software update while the pump was connected to a computer. The customer subsequently reloaded the pump and resumed its activation.